Event description:
Customer reported via phone call they were hospitalized due to diabetic ketoacidosis and hyperglycemia with a blood glucose value of 500 mg/dl on december 13,2022. Another blood glucose value was 274 mg/dl. The customer also reported the insulin pump was under-delivering. The customer was admitted to the hospital and treated with a manual injection, an insulin pump, and an intravenous insulin drip. The customer experienced nausea and vomiting. Troubleshooting was performed and found that the insulin pump was used within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 . .additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs and dka found on 13-dec-2022. Also, on (B)(4), svn#: (B)(6) customer returned pump for an alleged possible under delivery and was hospitalized for high bgs and dka found on 31-oct-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/07/2022 to 12/12/2022 and 12/20/2022 to 12/29/2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 13-dec-2022. As per the customer's note, the high bg event began on 12-dec-2022. In further full review of the pump history/traces on the event date of 12-dec-2022, low battery alert and replace battery alert/replace battery now alarm was noted. There was no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 9 u. 12/12/2022 01:17:08.000 normalbolusdelivered normalbolusamountprogrammed = 6 bolusamountdelivered = 6 12/12/2022 17:42:58.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3. In further full review of the pump history/traces on the event date of 31-oct-2022, there were no unexpected alarms/suspends noted and no bolus recorded. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case.the pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.